Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led, an evaluation of one skin stapler. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted the instrument was partially applied. The tab at the proximal end of the instrument was broken; therefore no functional testing was performed. The observed conditions were confirmed to be caused by the incorrect removal of a piece of the paper wrap that covers the stapler handle prior to use. However, it is noted that the instructions for use do not establish guidelines to remove the unit from the package. If the device handle is actuated with the packaging still attached to the device, the tab will break causing the device to malfunction. This can cause staple jamming, unsuccessful firing, staple malformation and other similar outcomes.

Event description:
It was reported that the skin stapler would not work. Another stapler was used to correct the problem.